Event description:
It was reported that while using bd phoenix¿ pmic/ID-106, there are no mics in one panel. No patient impact reported. The following information was provided by the initial reporter: "reported no growth in ast panel. There is a new isolate with no ast."

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for a performance issue due to no mic results when using phoenix panel pmic/ID-106 (448606) batch number unknown. The customer did not provide panel returns, isolates or phoenix generated lab reports for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
D.4. Medical device lot #: unknown. D.4. Medical device manufacturer: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106, there is no growth in one panel. No patient impact reported. The following information was provided by the initial reporter: "reported no growth in ast panel."

Manufacturer narrative:
B.5. Describe event or problem: correction has been made to defect reported. Changed from no growth to no mics.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-106, there are no mics in one panel. No patient impact reported. The following information was provided by the initial reporter: "reported no growth in ast panel. There is a new isolate with no ast."